Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had an incorrect temperature readout. A field service engineer (fse) was reported to have identified a failed temperature probe, replaced it with a new probe, and calibrated it. After calibration, the system successfully recovered its storage space and returned to normal operation. The system functioned as intended after the field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager displayed an incorrect temperature readout. The reporter stated that the refrigerator itself was cooling properly. There were no delay or adverse events or injuries reported based on this event.